Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient suffered right condyle fracture and was implanted in (B)(6) 2011 with subcondylar plate/right. Patient returned to surgeon one month later, (B)(6) 2011, and an x-ray showed good alignment with fracture and occlusion correct. Patient reported to surgeon she had problems pronouncing the "s" sound. Surgeon scheduled follow up for six months post op. Patient had control pictures taken in (B)(6) 2011 that showed the plate was broken on the descending part of the plate and below the fracture line. Patient now has minor malocclusion and no revision for removal has been scheduled as the fracture is stable.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned. A device history records review has been requested.